Manufacturer narrative:
(B)(4). Date sent: 04/18/2023. D4: batch # 244c17. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. In addition, the firing trigger spring was received inside a plastic bag. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. The damage to the spring firing trigger is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number 244c17, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open total colectomy procedure that the device had previously been fired once or twice. While handing off the stapler back to the surgeon for its next firing they heard something hit the floor. The device was then fired, staple line was complete and fully intact, and the cut line was complete. After removing the device, a spring was noticed on the floor which is thought to be from the device. Unknown if a second device was needed to complete the procedure. There were no adverse consequences for the patient.